Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-mar-23 reported a healthcare professional initially reported it to them. It was noted that the device has been sent back for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 14,250 mcg/ml for a total dose of 8090 mcg/day, bupivacaine 30,000 mcg/ml for a total dose of 1731 mcg/day, and clonidine 1238 mcg/ml for a total dose of 702.8 mcg/day via an implantable pump for non-malignant pain. It was reported on an unknown date a change in therapy effect was reported. Manufacturer representative (rep) stated patient has had a loss of therapy and a catheter access port )cap) dye study was done. It was noted that rep had not further information as rep was in the operating room (or)now to replace the pump and possibly the catheter. Rep was requesting information on priming bolus scenarios. It was later reported rep called back and asked if the drug concentration is 1.238 and programmer only allows one decimal space what to enter in. It was reviewed nothing in labeling on this, but to follow general rounding rules with math (1.2). It was reviewed what to do if they replace the catheter, and it was reviewed for back table prime to complete before hooking up to new catheter or existing catheter. Concentrations read off were: 30, 1.238, 14.25 and drug names were not given. Rep later called back and stated the pump was replaced due to patient not getting good therapeutic effect. Cap dye study was done previously and was inconclusive. Rep stated the healthcare professional (hcp) was able to aspirate fluid from the catheter that was left as is. Drug concent ration and doses were listed above. It was noted that the pump will be coming back to manufacturer for analysis. Event date was asked, but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of implantable pump serial number (B)(4) did not identify any anomalies. The returned pump passed all functional testing in the laboratory. Eval code-conclusion no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer 2017-03-28.